Event description:
It was reported that during a bypass laparoscopic procedure, the device fired, cut the tissue but it did not staple. The physician had to suture manually. There was no reported pt consequence and 1 6sb45 is being returned.